Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. The manufacturing record evaluation was performed and identified a non-conformance, which was raised to address the event reported. The necessary actions have been taken to address the issue.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and barbed suture was used. The surgeon could not feel the barbs along the suture line, barbs not prominent at all. There was no delay due to the event. There were no adverse patient consequences. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/21/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. One sealed box with twelve unopened samples was received for analysis. Product code sxpp2b400. In order to evaluate the condition of the returned samples, the packets were opened. The sutures were dispensed without problems. The barbs were measured and indicated that the barbs did not meet the required specifications based on the information currently available, barbs out specification were identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.